Event description:
The account reported the head up has unintentional function. The bed was located in the repair shop at the facility. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The account did not know the cause of the self-run of the head section but troubleshot the bed and narrowed it down to the right outside caregiver board. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2009 through 2010. It is unk if the facility performed any other preventative maintenance on this bed. The account replaced the right outside caregiver board to resolve the issue. Based on this info, no further action is required.